Manufacturer narrative:
Intuitive surgical (is) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Fa found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. A piece measuring approximately 0.02" x 0.032" was missing. The instrument passed the electrical continuity test. No signs of thermal damage observed. The root cause of this failure is attributed to a component failure. Additional observations not reported by site that are related to the primary failure: the instrument was found to have scratch marks/abrasions to the bipolar yaw pulley at the distal end. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of this failure is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 10 more uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer stated that the fenestrated bipolar forceps instrument appears damaged and feels rough on plastic casing at the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: no damage was noted before the instrument was sent for reprocessing, however, it may have been missed visually. It is possible that the damage may be related to a thermal damage. No photograph is available for review.